Manufacturer narrative:
The patient was born on an unreported date in 1975. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach was further described as due to ¿noncompliance to sterilization (aseptic) technique¿ (no further detail was provided). On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). Two weeks after the date of onset, the treatments with antibiotics were completed. On an unreported date, the patient was recovered from the event. It was not reported if the patient was retrained in proper aseptic technique. At the time of this report, dianeal therapy was ongoing. No additional information is available.